Event description:
It was originally reported that the patient experienced no therapeutic effect and a painful incision site the day after the pump was implanted. She had an abdominal binder on and had not seen the incision. Five days later, the incision was hot, red, puffy and still no symptom relief. She had an appointment on (B)(6) 2011 with her doctor. The healthcare provider confirmed that the event was not a catheter or pump issue. The patient developed an infection and had her pump removed in (B)(6) 2011. The drug that was administered via the pump was dilaudid.

Manufacturer narrative:
Catheter model# 8709sc lot# n271757006 implanted: (B)(6) 2011 explanted: unk; catheter passer model# 8591-38 lot# c82954 implanted: (B)(6) 2011 explanted: unk; programmer model# 8835 lot# npg026423n.